Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. A mitraclip nt was planned to be placed in between the two implanted clips. The clip opened from closed at 20 to 30 degrees during pre-deployment establish final arm angle (efaa). To troubleshoot, the clip was unlocked, opened back up to 120 degrees, locked, and closed. The clip opened again, and blood pressure increased. No treatment was required for the increased blood pressure. The clip was moved and the grippers were raised, unlocked, and placed medially. Efaa had passed. During deployment, as the lock line was starting to be removed, the clip started to open from closed at 20 to 30 degrees. The clip was tightened down and the lock line was removed. The clip stayed closed and the lock line was removed. The clip was implanted and the mr was reduced to grade 1. There was no clinically significant delay or adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip open while locked. There is no indication of a product issue with respect to manufacture, design or labeling.